Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, abbott point of care was contacted regarding an incident that occurred at this customer site on (B)(6) 2010. A pt underwent a cardiac catheterization using the I-stat actc cartridges to monitor heparin therapy. The site reported that at completion of the procedure, the sheath was removed when the act result measured 177 seconds (the site's target for sheath removal is <180 seconds). The site reported that at an unreported time after the sheath was removed, the pt experienced hemorrhaging (the site of the hemorrhage was not reported) and expired. Additional information has been requested, but not provided from the customer.